Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted with a biolox delta head on (B)(6) 2019 and one year post-surgery on (B)(6) 2020 reported persistent pain on the lateral and posterior aspect of the hip, right hip bursitis and soft tissue pain as well as ambulation difficulties. No medical intervention or further complications have been noted at the time of the report. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: three ap x-rays of the hip dated on (B)(6) 2020 were provided and reviewed by a health care professional. The x-rays identified good alignment and no evidence of loosening nor any impression of trochanteric bursitis. Surgical report: the surgical report dated on (B)(6) 2019 has been reviewed by a healthcare professional (hcp), however no conspicuous findings relevant to the reported event have been identified. The patient underwent an initial right tha on (B)(6) 2019 due to osteoarthritis. Implant labels provided alongside the surgical report. Crf report for study (B)(4) received and reviewed by a healthcare professional. Noted discrepancy in limb length during doctor's office visit on (B)(6) 2019, right leg 4mm shorter than left. Patient indicated hip pain during doctor's office visit on (B)(6) 2020 in the area of the lateral thigh and periods of immobility and discomfort when beginning to ambulate. Post-op office visit follow-ups and hip exams dated on (B)(6) 2019, on (B)(6) 2020 provided. Patient indicated a pain level of 2 on a scale from 0-10 during follow-up dated on (B)(6)2020, whereby the patient has pain with activities, radiating pain and night pain. Mentions of hip doing great until around on (B)(6) 2019 when started having some lateral pain. It is noted that the patient certainly appears to have trochanteric bursitis. Patient was injected with kenalog in the right greater trochanter hip. Patient indicated a pain level of 3 on a scale from 0-10 during follow-up on (B)(6) 2020. Symptoms remain unchanged since last follow-up. Patient noted as being keen on trying physical therapy. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp). Findings: 6 week follow up; on (B)(6) 2019, pain 1-10, mild, no medication, leg lengths equal, harris hip score 80, rom 100, 30, 20, 30, 30, very satisfied, eq5d .796, health score 90. On (B)(6) 2019 office visit doing well, pain out of 1/10, incision healing well, normal gait no assistive device. On (B)(6) 2019 office visit right hip pain zero, left sided knee pain taking anti-inflammatories ¿ script for voltaren for left knee. Right hip exam ¿ incision healed, normal gait and no lld. On (B)(6) 2020 office visit pain 2/10, increase in pain started around on (B)(6) 2019, exam greater trochanteric pain severe, no assistive device, gait normal. X-ray show good alignment no evidence of loosening impression trochanteric bursitis right hip ¿ kenalog injection given, labs ordered. On (B)(6) 2020, office visit (B)(4) post op pain 3/10 pain symptoms remain unchanged no abnormal gait, no assistive device, or lld notes mild greater trochanteric pain patient states symptoms bothersome intermittently with certain activities, and physical therapy recommended. 1 year follow up; on (B)(6) 2020 pain 6-10, moderate at lateral thigh, no medication. Left lengths equal, harris hip score 59, moderate limp, rom 125, 40, 35, 50, 40, participates in moderate activities, satisfied, eq5d .62, health score 80, no complications on x-ray. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient was implanted with a biolox delta head on (B)(6) 2019 and one year post-surgery on (B)(6) 2020 reported persistent pain on the lateral and posterior aspect of the hip, right hip bursitis and soft tissue pain as well as ambulation difficulties. No medical intervention or further complications have been noted at the time of the report. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the investigation the reported event can be confirmed. However, pain cannot be related to a single specific failure mode. Therefore, based on the given information, a root cause analysis is not possible. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset; catalog no#: 00-7711-011-00; lot#: 64172550. G7 osseoti 4 hole shell 56mm f 6mm f; catalog no#: 110010246; lot#: 6492270. G7 dual mobility liner 44mm f; catalog no#: 110024464; lot#: 424190. Act artic e1 hip brg 28x44mm s50 dia28; catalog no#: ep-200150; lot#: 791850. The manufacturer did receive crf form and complaint timeline for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and after one year of initial surgery the patient reported moderate pain and a new onset limp. No revision surgery planned at this time.